Manufacturer narrative:
The device was not returned for evaluation. A review of the production record and complaint handling system of the reported lot could not be conducted because the lot number was not provided. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported patient effect of stroke is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent medication required appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4- a partial UDI was provided as the lot number is not known.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient was administered aspirin and direct oral anticoagulant (doac) prior to the percutaneous coronary intervention (pci). The 2.25x18mm xience skypoint stent was implanted first, followed by implant of the 3.5x28mm and 3.0x33mm xience skypoint stents, at the bifurcation of the left main trunk (lmt) and the left anterior descending coronary artery. Despite the success of the overall pci procedure, there was a complication of coronary artery deviation during pre-dilation. This issue was resolved with deployment of the stents. The patient was administered clopidogrel and doac post pci. During the patient's 1 month follow up appointment on 07/06/2024, the patient presented with mild weakness on the left side of the body and difficulty walking. The patient was transported to a different hospital where an magnetic resonance imaging (MRI) of the head confirmed a stroke diagnosis. Medications, heparin and edaravone, were administered to treat the stroke. The patient was transferred to a rehabilitation hospital for continued rehab treatment and management of pre-existing atrial fibrillation. No relation between the incident and the study were identified. No additional information was provided.